Manufacturer narrative:
The product has not been returned for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The device is used for treatment.

Event description:
It was reported that the patient experienced chest pain and vomiting while using the stimulator. The patient started using the unit around 5:00pm and reported feeling a knot in their chest by the time they went to bed. The patient removed the stimulator around 11:30pm. The patient later vomited then began to feel better around 2:30am. The patient does not know if the event was related to the spinalpak. The patient advised that it was an uncomfortable pain and rated that pain level an 8 out of 10. The patient said the feeling was very similar to heartburn but stated he does not suffer from heartburn. The patient reported no further issues after discontinuing use of the device. The patient did not contact their doctor. The patient also noted that they used the device previously in 2011 and never had any issues. It was later reported that the patient tried to use the device again and the chest tightness returned after 2 hours of treatment. They did not experience any nausea at this time. The sales representative advised the patient to discontinue use of the device until speaking with their primary care doctor. No further information was provided.